Event description:
It was reported that an ilet user experienced rapid battery depletion, with the device declining from approximately 83% charge to 8% within less than one day, and the user noted quick battery drain throughout the day; engineering log review corroborated accelerated battery depletion, and a replacement ilet was arranged. Symptoms included no adverse glycemic events and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device logs and internal engineering assessment. Investigation of this case revealed evidence of battery performance degradation consistent with a device power subsystem issue; the device component implicated was the internal battery or power management. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to battery degradation.

Manufacturer narrative:
Investigation description: complaint was confirmed through engineering logs. Logs indicated the device's charge depleted rapidly. The cause for the issue was determined to be a faulty battery.